Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose result was 176 mg/dl. Test was done within 10 minutes with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.